Event description:
It was reported that emts were transporting a patient at high height when the cot dropped to low height. Allegedly, the emt at the head end of the cot tried to catch the product and sustained a back injury.